Event description:
While transferring, the resident slid out of the top of the sling and onto the floor hitting her head. The sling was put on the resident in the hammock configuration with the leg panels crossed under her legs. Ref MFR #9681684-2014-00010.